Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This report is a combined initial and final report.

Event description:
The information was received that concerned cochlear implant was explanted on (B)(6) 2015.